Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a clogged channel was not confirmed. The device evaluation found there was no tightness due to the perforation of the insertion part, the bending angle in the up direction could not reach the specified value due to the wear of the angle wire, the scope cover logo was peeling off, switch 1 was broken, and the nozzle was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had the angle reduced and the tube was clogged. The issue was found during preparation for use and the facility finished maintenance with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. The information included in b5 was inadvertently not included in the initial medwatch report. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The foreign material was found in the water/air channel. The clogged scope was not used on patients, the foreign material was found by a field engineer during reprocessing after surgery. The customer reported reprocessing the device correctly.